Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient with a distal type 1a endoleak. It was noted that the patient's common iliac artery (cia) have grown and seal has been lost. Physician plans on doing a re-intervention, possibly extending the graft bilaterally. No confirmed date of re-intervention have been provided. Patient's initial case was done in (B)(6) 2014.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 05/21/2018 and the required imaging surrounding the reported event were not made available. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Additional information: b6-7, h6. Add device code 1068. Add method code 4119. Add conclusion code 4315.